Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the catheter lumen (venous/blue) of two devices were found blocked at the hub part so the guidewire was unable to pass through. A new catheter was used to continue the insertion. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted no abnormalities. Pmv performed functional testing which included submerging the catheter into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the catheter lumen (venous/blue) was found blocked when inserting it through the guide wire after tissue dilation. The end tip of the guide wire was unable to pass through the lumen when it reached the hub region of the catheter. A new catheter kit was used to replace the blocked catheter immediately. The patient was under local anesthesia and there was no reported extension of anesthesia time. No patient injury.